Manufacturer narrative:
This report is being supplemented to provide additional information that was received from the user facility regarding the reported issue. Information provided in b5.

Event description:
The customer also reported that the event occurred prior to a ureteroscopy procedure. The procedure was completed using another fiber.

Manufacturer narrative:
During inspection and testing, there was a kink/bend in the fiber about half an inch from the distal tip. The distal tip appeared unused without evidence of charring or burn-back. The proximal handle was intact with the proximal cap and there was no visual evidence of defect. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the subject device was not recognized by the laser. The subject device was sent to olympus for evaluation. During inspection and testing, the device was kinked/bent. This report is being submitted for the malfunction found during evaluation (kink/bend). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely the broken fiber occurred due to handling of the device on the return of the device. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.